Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device had incomplete mesh. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On june 1, 2018, it was reported that the device had an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number 1312050 for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) eight times as documented in the repair reports in livelink. The last repair was april 24, 2018 where it was reported that the device was producing an incomplete mesh and the roller, worn bushings, worn side plates, damaged comb, and gear were replaced. This is not a related issue. Zimmer biomet surgical has previously evaluated skin graft 1.5:1 ratio cutter, serial number (B)(4) five times as documented in the repair reports in livelink. The last evaluation was april 24, 2018 where it was reported that the device was producing an incomplete mesh and the cutter produced a passing sample cut. This is not a related issue. Zimmer biomet surgical has not previously evaluated skin graft 2:1 ratio cutter, serial number (B)(4), as documented in the repair reports in livelink. Product review of the skin graft mesher on july 2, 2018 revealed that the calibration was within specifications and the device produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete mesh and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. The skin graft mesher was lubricated but not repaired as the device passed all required testing and functioned as intended. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was inspected and tested. The reported event was confirmed since during the product review it was noted that the 1.5:1 ratio cutter, serial number (B)(4), produced an incomplete mesh and was deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the 1.5:1 ratio cutter, serial number (B)(4), produced an incomplete mesh and was deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.